Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged connector was discovered and caused the reported no image failure. Additionally, the memory battery was found dead. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera video system center dropped its image following the completion of a plasma elytrotomy procedure. According to the initial reporter, the procedure was completed using the subject device and there was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was caused by faulty/damaged video connector socket. The cause of the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.